Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/12/2017. (B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. ¿ were the cases discussed in this article previously reported to ethicon? O if yes, please provide a complaint reference number. O does the surgeon believe that ethicon products / sutures: monocryl suture, involved contributed to the adverse events described in the article, specifically: infection, antibiotics, wound revision, hospitalization , dehiscence, slow absorption. O if yes, provide details of event and specific suture product type. ¿ provide product codes and lot numbers. ¿ can specific patient demographics be provided for each of the subjects of this article? O if yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. ¿ are the product code and lot numbers available for device used? O monocryl suture.

Event description:
It was reported in a journal article that the patient underwent elective or daytime emergency pediatric/orthopedic procedure on unknown date and the suture was used. It was possible that the patient experienced superficial or deep surgical site infections within 30 days after surgery and/or wound dehiscence, and underwent a revision of the wound, suture removal, fewer visits to the physician or readmission to the hospital, and antimicrobial course to treat ssi. It was also possible that the patient experienced surgical site infection more than 30 days after the procedure, on day 71 after thoracoplasty; the sternal plates were removed due to the infection. Wound and the blood bacterial culture were taken and possibly contained pseudomonas aeruginosa or staphylococcus aureus. It was possible that the suture was not absorbing. Additional information has been requested.